Event description:
A report was received that the patient underwent a pocket revision due to the ipg being flipped in the pocket and pain at the pocket site. The physician re-oriented the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.